Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified surgery with unknown mentor smooth breast implant has experienced unexplained systematic issues postoperatively, including fibromyalgia, raynaud's syndrome, heart palpitations, migraines, chronic fatigue, muscle weakness, brain fog, hair loss, reflux, slow healing, slow recovery, low libido, insomnia, inflammation, rashes, joint pain, infections irritable bowel syndrome, tinnitus, metallic taste, frequent urination, depression, anxiety, poor quality of life. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 16, 2022 indicated that patient reported the following: the patient started having issues roughly 6 to 10 months after implants were placed. That date range would be (B)(6) 2008. Her implants were put into on (B)(6) 2008. She is a white, non-hispanic female. And at the time of implantation she was (B)(6). Her implants were removed on (B)(6), 2022. All conditions have been diagnosed by professionals by their expertise or tests. Left device, cat#: 3503460, sn#: (B)(6), right device- cat#: 3503460, sn#: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 05, 2023 indicated that the visual examination showed bilateral capsular contractures grade IV. Reports of bilateral implants as hard, painful, cold, tender and distorted grade ii ptosis. The results for both implants capsule culture showed no fungal growth, right breast showed rare corynebacterium species. Patient also underwent bilateral capsulectomy, bilateral pectoralis muscle transfer, and bilateral mastopexy. Manufacturer¿s reference number: (B)(4).